Manufacturer narrative:
Philips service reviewed logs and identified power supply and flexpc issues. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system stuck at countdown 0.00; reboot did not resolve on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.